Event description:
It was reported that a tech at a cord blood processing facility observed leakage from the transfer bag of ten device after centrifugation. The cord blood product involved had not been transplanted to a pt.

Manufacturer narrative:
Device evaluation begun, but not yet completed. Additional lot no. 0653137.